Event description:
The initial reporter alleged false reactive and borderline elecsys hbsag ii assay results for three patient samples tested on the cobas e 801 analytical unit. Patient sample 1: the initial result is 0.920 coi (borderline). The first repeat result is 0.498 coi (non-reactive). The second repeat result is 0.537 coi (non-reactive). Patient sample 2: the initial result is 1.39 coi (reactive). The first repeat result is 0.463 coi (non-reactive). The second repeat result is 0.458 coi (non-reactive). Patient sample 3: the initial result is 0.969 coi (borderline). The first repeat result is 0.443 coi (non-reactive). The second repeat result is 0.446 coi (non-reactive).

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).